Event description:
When the patient was taken off of the ventilator by respiratory therapy and bagged with the resuscitation bag, the bag would not allow the patient to exhale those delivered breathes. The patient was breath stacking. The patient's arterial line was lost briefly but was re-established after about 20 seconds. All resuscitation bags on the unit were checked for proper function or were replaced. The bag that was directly involved in this event was not saved. However, it was determined that several cases are in inventory. The manufacturer has requested that those be returned to them for analysis. It is expected that will be done shortly.